Event description:
It was reported the pt ((B)(6)) suddenly stopped feeling stimulation approximately six months ago. Diagnostic testing revealed high impedances on four of the lead contacts. Reprogramming was tried to no avail. The physician elected to proceed with surgical intervention. During the procedure, the surgical scs lead was disconnected from the ipg, explanted and replaced with two percutaneous leads. Stimulation to both lower extremities was restored post-operatively. It was noted the physician experienced difficulty removing the surgical lead. As a result, a contact became dislodged from the lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.